Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot) and d10. Corrected: d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the protection sleeve ø11/8 had no damage or any defects that indicate a malfunction. According to the surgical technique tn-advanced tibial nailing system infrapatellar approach the following instructions are mentioned. The trajectories of the three most proximal locking screws can be projected on a c arm image by placing the drill bit 03.045.022 through the dedicated holes in the aiming arm. Insert the protection sleeve 03.045.019 and drill sleeve 03.045.020 into the corresponding hole in the aiming arm and assess the trajectory of the screw by taking a c-arm image in which the projections of the drill bit and the drill sleeve overlay. A dimensional inspection was performed and meet the specifications. The feature measured was the length. A functional evaluation was performed several attempts of assemble and disassembly were made with the product also returned in this complaint (03.045.020 - drill sl ø4.2). The assembly process was completed perfectly, with no resistance or any sign of malfunction detected between the devices. The overall complaint was not confirmed as the observed condition of the protection sleeve ø11/8 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part number: 03.045.019-15 lot number: 49094p2 manufacturing site: hägendorf release to warehouse date:18-mar-2025. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent osteosynthesis for femoral trochanteric fractures. During the preliminary dry check, there was interference with the drill when inserting the tfna 130°-260mm left long using the 260 distal aiming devices. Even during adjustment, the drill bit interfered with the proximal side of the most proximal hole in the nail. Furthermore, there was interference when the devices were locked after adjustment, leading to suspicion that there may be a malfunction in the devices. After adjustment during the dry check before insertion there was no interference, but when the devices were locked, interference occurred. The surgery was completed successfully within 30 minutes of delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Recaptured codes on h6 (health effect - impact code). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.